Event description:
It was reported that during attempted insertion, the iab would not pass through the sheath. A second sheath was tried, and the iab still could not be inserted. Another iab was successfully inserted without any complications.